Event description:
This spontaneous case was received on (B)(6) 2013 from a nurse practitioner and concerns an unk female pt. The pt's medical history: penicillin allergy. Concomitant medications were not reported. On (B)(6) 2013, the pt started treatment with restylane (cross-linked hyaluronic acid dermal filler) once intradermally in the nasal-labial for a cosmetic use. The batch number used was not reported. On (B)(6) 2013, the pt experienced swelling and blue mottling on the cheek and eyebrows. The pt was seen by a dermatologist who determined that ischemia and blood vessel occlusion had taken place. The pt received a course of solumedrol and benadryl (dated, doses not known). At the time of this report, the pt's condition is not known. The outcome of the event was unk. The reporter did not provide a causality assessment. For ref purposes only, this case has also been assigned the following tracking numbers: (B)(4) (medcome solutions on behalf of (B)(4)).